Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic inguinal hernia repair, the device was not able to fire. The tacks would not deploy with once fire - must fire twice, but two tacks will come out. The surgical time was extended by more than 30 minutes due the issue. The patient is alive with no injury. They manually sutured to resolve the issue.